Event description:
The patient reported that 3 weeks ago, while changing the insulin cartridge, insulin spilled into the cartridge compartment of the infusion device. She then began to experience occasional elevated blood glucose of up to 400 mg/dl. On (B)(6) 2010, her blood glucose measured 236 mg/dl when she woke up and she ate breakfast and bolused and her blood glucose elevated to 400 mg/dl. She disconnected from the infusion device per her physician and injected insulin via pen to lower her blood glucose. Her normal blood glucose level is below 200 mg/dl.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.